Event description:
It is reported that the distal pilot snapped off into the conical reamer when reaming down the femoral canal. The item was retrieved and caused no physical harm to the patient.

Manufacturer narrative:
Eval summary: the threaded feature was found to be slightly nonconforming, with respect to the print specification. This threaded feature also exhibits damage, however, which could account for this deviation. The condition of the device post-manufacturing but pre-use cannot be determined. Additionally, surgery notes were not provided so it cannot be determined how the device was used during the alleged event. As returned, the threaded portion of the distal pilot has fractured. It has a potential field age of approximately 9 years. Device history records were reviewed and were found to be conforming. Aside from the fracture, the device exhibits signs of extensive use, i.e. General wear, nicks and dings etc. All measured specifications were found to be conforming, including device hardness. Sem and eds analyses were performed on the distal pilot. Eds analysis indicates that the pilot is composed of 17-4 sst, which is what the print requires. Sem analysis indicates an overload fracture.